Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed an issue with the programmer and analyzer interface. The programmer would display a dialog box indicating a loss of communications with the analyzer when the analyzer software was accessed. The analyzer passed functional tests. The analyzer was to scrapped and replaced. (B)(4).

Event description:
It was reported that the programmer/analyzer interface and/or the analyzer were bad. The analyzer was returned for repair. The analyzer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.